Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that loss of connection/out of range issues occurred for an unknown group of tandem customers. The reporter was made aware of these issues by reading an internet forum containing the allegations. The reporter was unable to provide the internet website information to the tandem technical support group, and no additional information was provided.